Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. (B)(4).

Event description:
A customer reported poor illumination before a procedure. Additional information has been requested.